Event description:
It was reported that during a regular follow-up session, the device could not be interrogated and there was no output. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; results will be forwarded when available. It was reported that during a regular follow-up session, the device could not be interrogated and there was no output. The device was explanted. No patient complications have been reported as a result of this event.